Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse found the loose connection on host pc and the fse reseated and secured the connection, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up and shown 'initializing connection to host' error message. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.